Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part # 319.006, synthes lot # 7901262, supplier lot # na, release to warehouse date: 26 jan 2015, manufactured by synthes jennersville, no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part #: 319.006, lot #: 7901262) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the needle component was broken. Additionally, scratches were observed on the device which do not impact the device's functionality. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed due to the post-manufacturing damage . Document/specification review the following drawing(s) were reviewed: depth gauge for 2.0/ 2.4mm screws. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: the complaint was confirmed as the needle component was broken. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. However, it is possible the device encountered unintended forces during use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: initial reporter is a synthes sales representative the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the depth gauge silver tip has broken off from the handle. The issue was discovered during a routine inspection. There was no patient involvement. This report is for a depth gauge. This is report 1 of 1 for (B)(4).